Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired a few clips successfully and then the customer noticed that the jaws of the device had become scissored. No clips fell in to the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = n91c89. The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. Although the returned condition of the device prevented functional testing. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 3 clips were found inside clip track. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.